Manufacturer narrative:
After inserting a battery, unit received with failed battery test, problem isolated to pcba1. Unable to perform displacement, sleep current measurement, active current measurement and self-test or verify low battery, replace battery alert or unexpected battery power loss alarms due to the failed batt test alarm.

Event description:
Information received by medtronic indicated that the insulin pump had low battery and replace battery now alerts. Customer received a low battery alert prior to the replace battery alert or replace battery now alarm. Customer stated that the battery was not previously used and the battery cap not loose, cracked or damaged. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.